Manufacturer narrative:
The customer stated that no device/component will be returned for investigation/evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator was showing multiple alarms, mainly "circuit fault, high pip, xdcr fault" etc. During patient use. The patient was moved to another unit with no injury.